Event description:
The micrusphere 10 platinum coil was stuck in the prowler 10 microcatheter and could not be retrieved. During product analysis, it was determined that the coil had unraveled, stretched and severed. There was no patient injury or intervention reported.

Manufacturer narrative:
(B)(6). The micrusphere 10 platinum coil was stuck in the prowler 10 microcatheter and could not be retrieved. During product analysis, it was determined that the coil had unraveled, stretched and severed. There was no patient injury or intervention reported. The prowler 10 microcatheter was returned with the coil stuck inside. Located off the proximal end at 10.7 cm and 15.0 cm are kinks on the hypotube. Located proximally 5.5cm off the distal tip of the microcatheter, there is severe compression damage to 3 adjacent sections. Located proximally 11.5cm of the distal tip, there is severe compression damage with the coil found at that section. Located proximally 31.6cm off the distal tip of the microcatheter, the tube has been knotted. The coil was stretched, which then unraveled off the soldered area at the proximal end and then was severed. The distal section of the coil proximal to the ball tip damaged section was found intact before the proximal stretched section. The distal section adjacent to the ball tip was buckled back. The coil resistance within the microcatheter was confirmed based on the product return. The most likely root cause of the coil becoming stuck inside the microcatheter was due to multiple sections of severe compression on the microcatheter¿s tube. The circumstances of how and when this damage occurred cannot be determined. The coil damage found during product analysis may have been due to attempting to pull the coil back against resistance resulting in stretching and separation of the coil; however, this damage could also have occurred during post procedural handling. There was no evidence provided to suggest the resistance or the coil and microcatheter damage were related to a manufacturing issue; therefore, no corrective actions will be taken. This is 1 of 2 MDR reports related to patient identifier (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.